Event description:
The product would not cross the target lesion and the shaft broke during the procedure. A 4.0x15mm driver stent was crossed successfully. No additional procedure or patient information is available.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.